Event description:
While attempting to defibrillate a pt an electrical arc was observed from the electrodes during the attempt to delivery energy. Complainant indicated that the clinician obtained another set of electrodes to continue treating the pt. Complainant indicated that the pt was not shaved prior to adherence of the first set of electrode pads. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.